Event description:
Synergy china registry. It was reported that unstable angina pectoris occurred requiring medication. In (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal left circumflex artery (lcx) extending up to middle lcx with 90% stenosis and was 3.0 mm long with a reference vessel diameter of 12 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending (lad) artery extending up to middle lad with 80% stenosis and was 3.0 mm long with a reference vessel diameter of 16 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 mm x 20 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and hospitalized on the same day for further treatment. Non-target vessel revascularization was performed, and medication was given to treat the event. Five days later, the outcome of the event was considered to be recovered and resolved. The subject was discharged on aspirin and ticagrelor.

Event description:
Same case as pr ID# (B)(4). Synergy china registry it was reported that unstable angina pectoris occurred requiring medication. In (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal left circumflex artery (lcx) extending up to middle lcx with 90% stenosis and was 3.0 mm long with a reference vessel diameter of 12 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending (lad) artery extending up to middle lad with 80% stenosis and was 3.0 mm long with a reference vessel diameter of 16 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 mm x 20 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and hospitalized on the same day for further treatment. Non-target vessel revascularization was performed, and medication was given to treat the event. Five days later, the outcome of the event was considered to be recovered and resolved. The subject was discharged on aspirin and ticagrelor. It was further reported that in (B)(6) 2023, the subject presented with symptoms of angina and was hospitalized on the same day for further treatment. Coronary angiography revealed 50% stenosis in the proximal lad extending up to the middle lad which had previously placed study device and was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. At the time of the event, the subject was on aspirin and ticagrelor.